Event description:
It was reported that there was a known lead issue that was causing pacing impedances low out of range at 200 ohms, and also cross chamber oversensing on the atrial lead. The lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).